Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to connect with external devices after the lead revision procedure (reference MFR. Report: 1627487-2017-00313). As such, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.